Event description:
It was reported that during an unknown procedure, the device did not deploy staples. Unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the device cut? If the device cut was the cut line complete? What type of procedure was the device used in? How was the case completed? The analysis results showed that the cs40b device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.